Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the report of bilateral deep vein thrombosis could not be conclusively established through this evaluation. A specific cause for the report of chronic bacteremia could not be conclusively determined. Additionally, review of the submitted log file confirmed transient elevations in power and flow; however, a specific cause for these elevations could not be conclusively determined through this evaluation. The submitted log file captured transient elevations in pump power and estimated flow on (B)(6) 2023. Of note, these elevations were captured during pulsatility index (pi) events. The pump appeared to have operated as intended at or above the low speed limit and there were no other notable events captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), (B)(6). No further events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists peripheral thromboembolic event and infection as adverse events which may be associated with the use of heartmate ii lvas. This section also addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4, "system monitor," explains that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Under ¿anticoagulation," provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate ii lvas patient handbook is also currently available. The IFU and patient handbook both contain various sections regarding infection and how to prevent it. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a bilateral deep vein thrombosis (dvt) around (B)(6)2023 that resolved without intervention. The patient was not on anti-coagulation since 2021. The patient's lactate dehydrogenase (ldh) on (B)(6) 2023 was 196. The patient had chronic bacteremia and was on chronic suppression.